Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Meniscal repair. During deployment of the second backstop, we noticed the inner firing needle was jammed forward in the needle, rendering the grey lever handle useless. As the second backstop could not be deployed, the first backstop which was already deployed on the backside of the meniscus had to be removed. After removal of the gun from the joint, he used needle could not be removed from the gun. A competitor product was used to complete the repair. 5 minutes delay. No adverse event. Patient outcome was good. Additional information was received via email from the affiliate on (B)(6) 2016 an arthroscopic grasper was used to grab the suture and then pull the suture and attached backstop out of the joint. This damaged the meniscus slightly more than the original firing/deployment. The original hole was not used to complete the procedure with the competitor's device but just adjacent on the meniscus.

Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. This complaint cannot be confirmed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possible root cause could be the user over-penetrated the needle during usage. When the needle is over-penetrated, it results in a lot of needle length behind the meniscus, the silicone and implants can get ¿bound up¿, the implants may be shifted out of place, and silicone can develop prominent ridges that can catch on tissue and fat pad ¿ all of which could lead to difficulty in deployment. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device discarded by the customer.

Event description:
Meniscal repair. During deployment of the second backstop, we noticed the inner firing needle was jammed forward in the needle, rendering the grey lever handle useless. As the second backstop could not be deployed, the first backstop which was already deployed on the backside of the meniscus had to be removed. After removal of the gun from the joint, he used needle could not be removed from the gun. A competitor product was used to complete the repair. 5 minutes delay. No adverse event. Patient outcome was good. Additional information was received via email from the affiliate on 3-4-16. An arthroscopic grasper was used to grab the suture and then pull the suture and attached backstop out of the joint. This damaged the meniscus slightly more than the original firing/deployment. The original hole was not used to complete the procedure with the competitor's device but just adjacent on the meniscus. Additional information from the affiliate was received via email on 3-22-16: the affiliate was made aware of the event information which made it a reportable event from the customer on (B)(6) 2016 which was then emailed to mitek complaints on 3-4-2016.